Event description:
The customer returned the product for pump was not detecting the latch. During device evaluation, a defective latch/lock sensor was identified. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for evaluation. Service history review found no related services in the past 12 months. The customer issue was confirmed as the device did not show latched as expected. The root cause of the issue was a defective latch lock sensor. The sensor was replaced to fix the issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.